Event description:
During a baxter evaluation of a spectrum infusion pump, it was found that the device had delayed keypad response. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the identified delayed keypad response, determined to be caused by a failed processor printed circuit board. The failed processor printed circuit board was replaced.